Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by a sales representative via phone that an ar-3641sp self-punching knotless 2.6 fibertak got stuck when shuttling repair suture; it would not shuttle through the anchor and then popped through the anchor when pulled hard. The case was completed by removing the anchor and sutures and using a 4.75 mm swivelock with a few-minute delay in the case. This was discovered during a rotary cuff repair procedure on (B)(6) 2023.

Manufacturer narrative:
The complaint allegation was not confirmed. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misaligned insertion prying/leveraging the device during insertion.